Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the one of the patient's leads had migrated up 3 vertebral bodies, this was confirmed with an x-ray. The patient had been complaining about a pain in their back that didn't seem to feel normal. The patient noted that they move around a lot in bed while sleeping. When the patient would turn the stimulator on they felt stimulation in their ribs. A lead revision was scheduled for (B)(6) 2018. No further complications were reported.